Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that some of the labelling content had rubbed off when the package was disinfected. However, since the packaging for the IV (intravenous) sets are printed with a water-based ink, the ink will come off if exposed to sterile isopropyl alcohol or other liquid as peridox. The reported condition was verified. The cause was a use related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the labeling content for a clearlink system, non-dehp continu-flo solution set became illegible. This issue was further described as the packaging information had rubbed off when the package was disinfected. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.